Event description:
On (B)(6): (B)(4) covidien ra/qa reports via e-mail: customer reports the urology system would not provide fluoro. Customer discovered failure prior to a pt procedure - as part of pre-patient operational check. No back up room is available. Pt studies were cancelled for 3 days. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.